Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops were seen after fill tubing. During troubleshooting with tandem's technical support, the customer tightened the luer lock connection, filled tubing, and resumed insulin delivery. The customer's blood glucose level was not impacted.